Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: mr# (B)(6). A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Event description:
A medtronic representative reported that, while in a spinal fusion, the site reported that a screw was placed but missed both vertebral bodies. The disc space was not entered and the screw was replaced with a cable without issue. The representative reported that no claims of imprecision were made. There was a reported delay to the procedure of less than 1 hour due to this issue. No additional information was provided.

Manufacturer narrative:
Additional patient codes provided.

Manufacturer narrative:
Correction: concomitant product added as it was left off of the initial medical device report (MDR). Additional information: a medtronic representative reported that the surgeon suspects that the poor quality of the 3d images that were washed out at the c7-t1 junction were the cause of the misplaced screw. The medtronic representative reported that the surgeon was off from the intended placement by approximately 5 mm. A medtronic representative went to the site to also test the imaging equipment after the issue was reported. The imaging system passed the system checkout and was found to be fully functional. The medtronic representatives provided some tips and training to the site to get better quality images.

Manufacturer narrative:
Additional information: the patient had pre-existing anterior hardware already in place prior to the procedure. The medtronic representative reported that he was assisting the radiologic technologist (rt) on different techniques to improve imaging. He reported that the rts are already very well trained and have been operating the imaging system for years. Taking into account the previous hardware as well as the difficulty with the capturing good quality cervical scans, were suspected to be the reasons for a poor 3d acquisition. The surgeon has been made aware of this as well.